Event description:
It was reported that the user experienced a low blood glucose event to 52 mg/dl while using the ilet system, which was promptly treated with oral glucose tablets and returned to range, with no further low events reported on subsequent days. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported or identified and no device component issue observed, with cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.